Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 260 mg/dl at the time of the incident. The customer's current blood glucose was 199 mg/dl. The customer stated that the drive support cap was normal. The customer stated that the insulin pump might have been exposed to a machine. The customer ran high pressure test and it failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the a21 error test, self-test, displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, and the dat test. However, the pump was received motor error alarm during the occlusion test due to faulty force sensor resistor (gold). Analysis was unable to verify the absence of occlusion alarm due to motor error alarms. The motor was tested outside the device and passed the motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.